Manufacturer narrative:
(B)(4).

Event description:
The customer questioned high results for 14 patient samples tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer on (B)(6)2018. The customer re-calibrated the assay on (B)(6) 2018 and repeated the 14 patient samples on the same analyzer. Based on the repeat results, discrepant results were identified for all 14 patient samples. Refer to attached data for the patient results along with gender and age. Some of the patients were admitted to the hospital based on the initial high results. The customer could not specify which patients were admitted. Additional patient information was not provided. There is no information to suggest that the results from the device caused an adverse event. The troponin t stat reagent lot number was 273497. The expiration date was not provided. On (B)(6) 2018 the customer received "liquid flow cleaning (lfc) is recommended" instrument alarms multiple times during the day. It was noted that the when a new reagent pack was put on the instrument on (B)(6) 2018 the calibration signal dropped significantly. The level 1 signal was approximately 30% lower than the previous signals for the same reagent lot. Additionally, the mean qc results increased significantly after this calibration. The mean qc result increased to 0.045 ng/ml (300% higher than the previous mean). Due to this upward shift, patients who would have had negative results (< 0.010 ng/ml) had positive results instead. The change in results was not caught during qc as the customer's defined acceptable qc range is very large. The customer did not re-calibrate until (B)(6) 2018. The customer runs lfc once a month. This had last been run on (B)(6) 2018. The field service engineer (fse) visited the customer site and found a sample probe positioned to the side of the sample tubes. The beads mixer had a worn spot on the reagent cover and the pinch valve tubes were showing excessive wear. The fse adjusted the sample probe and the beads mixer. The pinch valve tubes were replaced. Instrument performance testing was completed and the customer ran qc. All results were within specification.

Manufacturer narrative:
The investigation confirmed the customer's calibration issue on (B)(6) 2018. No issues were identified during a review of the alarm trace. It was noted that the customer only performs liquid flow cleaning (lfc) once a month instead of every 2 weeks as documented in product labeling. The field service engineer (fse) identified sample probes that were not in the correct position. The cause of this could not be determined. An instrument problem was not identified. The investigation determined the root cause of the event was a poorly maintained instrument along with the very wide qc range set by the customer.